Manufacturer narrative:
No conclusion code available; final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
It was reported that the patient presented in clinic with merlin.net transmitter. The device exhibited power up anomaly and failed to light up. The device was returned and exchanged.